Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving appropriate shocks for vt. It was determine that the patient had high dfts so a procedure was performed to implant a sub-q array. Since the r-wave amplitude had been decreasing, the rv lead was also replaced. The patient was fine after the procedure.